Manufacturer narrative:
Product analysis: analysis determined that the programmer was spontaneously powering down while in use. The power supply was replaced. Analysis also determined that the lower hinge plates were missing hardware. The hinge plate hardware was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was originally returned as an exchange and subsequently tested out of specification during manufacturer¿s analysis.